Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a repair of a partial small bowel obstruction on (B)(6) 2016 during which the surgeon noted ¿extensive adhesions of the omentum to the anterior wall and mesh, as well as extensive adhesions between loops of small bowel. The extensive adhesiolysis added more than an hour to the length of the procedure.¿ it was reported that the patient underwent closure of a small bowel perforation, repair of mesenteric tear and repair of an incarcerated hernia on (B)(6) 2016 during which the ¿previously placed mesh was seen and divided. Again, inflammatory adhesions were encountered.¿ it was reported that the patient underwent surgery to release multiple small bowel obstructions, resection of mass from small bowel mesentery, extensive enterolysis and ventral hernia repair surgery on (B)(6) 2016. It was reported that the patient underwent an open ventral herniorrhaphy, rectus myofascial advancement flap repair of enterotomy and extensive enterolysis on (B)(6) 2017. It was reported that the patient experienced severe pain, intractable nausea, diarrhea, chills, inflammation, severe adhesions, bowel obstructions, bowel injuries, revision surgery, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.